Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced diagonal lines on the screen and it cannot be seen clearly. The image disappeared. It was unknown when the specific event took place however, the procedure was completed. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing and inspection of the returned device, it was discovered that due to damage to the charged coupled device (ccd) unit, the monitor showed a black screen with no image. (It never returned to normal.) Additionally, due to damage on ccd unit, a noise image occurred. The adhesive on bending section cover (a-rubber) had a chip. The a-rubber had a scratch. The video connector case was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below: "¦inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi [white light imaging and narrow band imaging] observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.